Event description:
It was reported that a catheter break occurred. A 150/10 renegade hi-flo catheter infusion was selected for use for a uterine fibroid embolization procedure. During the procedure, it was noted that the renegade felt a bit tight on the 4fr non bsc guide catheter. The physician was able to complete the intervention; however, during removal of the catheter, it was noted that further tightness was experienced and the renegade began to break and unravel. The device was completely removed with the non bsc guide catheter from the patient's body. No patient complications were reported.